Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 412 mg/dl at the time of incident and current blood glucose level. Customer treated with 10.4 units of bolus. Customer experienced symptoms such as headache and cold. Customer was neither in emergency room, nor admitted into hospital. Customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.